Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/13/2013 with the following findings: the black box shows alarm-163 ¿no delivery, no prime, no cartridge detected¿ warnings on (B)(6) 2013. When performing step 13, during the load step the pump failed to recognize the cartridge giving a ¿no cartridge detected¿ warning. A force sensor calibration test confirmed the sensor is not detecting correct force. Removed the pump cover to investigate; a cracked trace on force sensor flex was found. The keypad is torn at the up and the ok keys. The ok, up, down and contrast keys are intermittently responding to user presses. Removed the keypad cover; contamination was found under all key contacts. The battery compartment has a crack from the threads to the case seal. The display screen has a pinkish contrast. Replaced pink display with test display. The test screen is fully illuminated with no visible signs of discoloration. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.